Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump had short battery life, emitting 128-fxxx warnings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: review of the pump histories revealed records of frequent low-battery warnings and replace-battery alarms including one replace battery 128-fe88 alarm. On investigation, the pump powered on normally. The electrical current draws were evaluated and found to be within specifications. The pump was exercised without any alarms or warnings occurring. Investigation did not duplicate the complaint.